Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that six months post implant, this pacemaker detected out-of-range impedance measurements. The device triggered its lead safety switch (lss) feature which automatically changes the lead polarity from bipolar to unipolar. As a result of this, there was some oversensing. The device was reprogrammed back to bipolar but six months later the device triggered lss again. The competitive lead was replaced however three months later, the device triggered lss again. The physician elected to replace this pacemaker. No adverse patient effects were reported.